Event description:
Customer tested 260 mg/dl at 19:00 on the aviva combo system; he gave himself a bolus of unspecified insulin and consumed 3,5 "be." At 19:30 customer reported low blood glucose symptoms with result of 32 mg/dl; his wife treated him with grape juice. Customer tested 188 mg/dl at 19:45; low blood glucose symptoms had not improved; customer's wife provided unspecified treatment based on his symptoms. Customer received results of 53 mg/dl (20:00) and 89 mg/dl (20:30). No adverse event related to the device was reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). No information was provided on the specific part number involved in this event.